Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 05mar2021.

Event description:
It was reported that the ventilator would alarm 'unable to achieve flow' and 'occlusion' alarms which would result in a drop in flow during high flow therapy. The ventilator was being used on a patient at the time of the reported event; however, there was no patient harm reported. Reportedly, the customer switched the patient from a large to a medium nose piece. The patient reported to have a little bit of a cloggy nose. The customer reported that the "pop" off and cycling of flow is way too sensitive to any kind of cannula movement. The customer dropped the flow down to zero and then ramp up over 3-5 seconds to clear the alarms.